Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump turned off completely. The caller stated the display had an image with a book and began to flash. The customer's blood glucose was 107 mg/dl. The caller did not have any significant events leading to the issue. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and unable to download, problem isolated to electronic assemblies. Unit received with minor scratches on case and minor scratches on lcd window.